Event description:
On an unknown date, a patient in the united kingdom underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that the patient experienced a stoma site infection and began flucloxacillin on (B)(6) 2022. On (B)(6) 2022, a swab was taken to see if the infection has cleared. On (B)(6)2022, an inspection of the stoma looked clean and dry and had resolved. On (B)(6) 2022, it was reported that the peg/j tubes were replaced.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number; the international list number is unknown. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.